Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the issue was identified during a planned coronary non-emergency treatment. The procedure was delayed by less than 20 minutes and was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the table side controls were not functioning. During troubleshooting, the fse identified intermittent communication between the table controls and the table side monitors. To resolve the issue, the fse replaced the system interface board (sib) and the cfsib board and installed the required board software. The defective parts were sent for failure analysis. The analysis of the system interface board (sib) revealed burn marks and or heat spots accompanied by a distinct odor indicative of electrical overheating. Physical damage was also observed on the electrical board in the area interfacing with the m-cab wafer. After replacement, the system was returned to service and confirmed to be in good working order. At the time the complaint was initially received, philips did not have sufficient information to exclude the potential for death or serious injury in the event of recurrence; therefore, the complaint was reported. Since then, additional information has been obtained, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A situation in which the procedure can be completed on the same system after a system restart with a minimal delay is not considered likely to result in death or serious injury. Based on the investigation results, philips concludes that this complaint is not reportable. The applicable codes were updated accordingly based on the investigation outcome.

Event description:
It was reported to philips that the table side controls were not working which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.